Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to difficulty advancing the knot may include, but are not limited, to the user tensions rail suture without distal advancement with knot pusher; the user tensions/advances non-rail (white) suture. The reported subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that a venotomy closure of the right common femoral vein was attempted using the pre-close technique via an 8f sheath hole prior to a leadless pacemaker procedure. Reportedly, with 2 prostyle devices, the knots could not be fully advanced to the target location. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 24f and the leadless pacemaker procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.